Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Abiomed's medical safety officer review the patient's outcome and it was determined that the patient demise would be reported under the impella cp as there is not enough evidence to exclude the impella cp as an associated factor in the patient's outcome. The death is captured in the impella cp manufacture report number 1220648-2025-27522-1. The impella 5.5 was captured under manufacture device report (1220648-2025-27846).

Event description:
The complainant reported a patient was escalated to bipella (impella 5.5 and rp flex) from an impella cp and during support, the patient had a gastrointestinal bleed. Five units of packed red blood cells were given. Heparin was not used in the purge. However, the representative stated the relationship to the impella is unknown. Care was withdrawn and the patient expired. The patient's demise is associated with the impella cp device and captured under the manufacture report number 1220648-2025-27522-1.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned for evaluation. Optical signal issue: data logs were reviewed and rt log at time of issue shows psnr alarm #1055. Cvp goes out of range and raw electrical placement signal remains stable. Optical 5s parameters are consistent with a fiber torque. No lt log was returned for analysis. Clinical details noted that a psnr alarm was triggered on the rp flex pump, however, flow calculations were still intact after alarm. The root cause of the optical signal issue was most likely due to a damaged fiber as a result of a torqued fiber, however, the exact location and cause of the break could not be definitively determined as no product was returned for evaluation. Vascular damage - peripheral vessel: clinical details noted a gi bleed was present while on rp flex support. Patient received multiple units of prbcs. The root cause of the vascular damage -peripheral vessel cannot be definitively determined as the rp flex was inserted via the right axillary access site and limited clinical details were provided. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that placement signal not reliable alarm occurred with loss of placement signal while the patient was on impella rp support. The placement monitoring alarms was disabled. Medical safety reviewed the event and noted the patient was quite ill. The patient had significant hemolysis while using the impella cp device (first implanted impella) and required transfusion. The massive bleed occurred days later when on bipella (impella 5.5 and rp flex) which could have occurred for multiple reasons including significant hemolysis. Impella rr flex is a serious injury.